Event description:
Rn was preparing to warm infant's heel for labs. When she went to activate the heel warmer by squeezing it, the packaging opened at the top seam, spraying the activating chemical solution out over the walls and ceiling of the room. The infant was wiped down to remove any chemical solution that got on her skin, and moved to a different room in the nicu. The room in which the event occurred was deep cleaned. The nurse reported a burning sensation from where her skin came in contact with the chemical solution. The infant was assessed for signs and symptoms of epidermal burns, and treated appropriately. This event represents the third event at this reporting facility in which this particular product broke open during activation causing superficial burns to staff. Consequently, a decision was made to remove all unused product from supply shelves system-wide.